Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations throughout its length. The embolization coil was intact with the pusher assembly and compressed throughout its length, with the stretch resistant wire (sr wire) wrapped around the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed the embolization coil was compressed. This type of damage typically occurs due to forceful advancement of the ruby coil against resistance. The initial cause of resistance could not be determined, but the compression of the embolization coil prevented the ruby coil from advancing out of its introducer sheath during functional testing. Further evaluation revealed the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter referenced in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician felt resistance while advancing a ruby coil through a non-penumbra microcatheter, and therefore the ruby coil was removed. The procedure was completed using two additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.